Event description:
The customer reported having high blood glucose over 600 mg/dl. The customer stated that she was hospitalized a week ago for diabetes ketoacidosis. The customer stated that she was not aware of her high blood glucose and she started to feel thirsty and was throwing up. The customer declined to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.